Event description:
It was reported that patient underwent complex devision distal femoral replacement on (B)(6), 2008. Subsequently, the patient felt his leg give out and suffered a fall. A revision procedure was performed on (B)(6), 2010, due to fracture of the taper adapter.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.user facility forwarded a report to biomet on august 11, 2010 with event details. (B)(4).